Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact reported. Reportedly, insulin was missing in the tubing. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.